Event description:
Blood pressure changed from 154/80mmhg to 81/39mmhg.

Manufacturer narrative:
Symptoms of hypotension during transfusion using device appears limited to small cohort of conditions, all of which cause vascular instability in pt prior to being transfused. Such conditions, known to give rise to vascular instability, may be any one of several of the following circumstances: hemodialysis, congestive heart failure, cardiac surgery, transfusion through central lines, and use of medications that result in vascular instability, especially angiotensin converting enzyme inhibitors, and rapid transfusion flow rates. In this specific case the conditions were: congestive heart failure, administration of medication known to give rise to vascular instability (ace inhibitor), and rapid transfusion during dialysis. These conditions, per se, do not result in precipitous hypotensive reaction. It appears that some variable in blood component transfused, as well as an unidentified idiopathic factor in pt, must also be present. This is borne out by the fact that the same pt received subsequent transfusions through device while undergoing hemodialysis, many of which were uneventful, and two (2) of which were associated with reactions. It is unclear as to whether when preceding conditions and/or practices exist in proper configurations, whether device also plays a contributing role in reaction observed. There has been no correlation between mfg lots and these reactions. Lot number was not identified by user, nor was device retained. Accordingly, evaluation of mfg and field histories could not be achieved. This category of reactions appears limited to small number of health care facilities. Although these reactions could be consistent with presence of short-lived biological modifier, no evidence of such modifier has been confirmed in these instances. Health care facilty reported that, following meeting with co technical representatives, maximum allowed flow rate of transfusion during hemodialysis, was reduced, and subsequently no hypotensive reactions have been reported. Specific cause of this low frequency of hypotensive reaction remains unidentified. Following transfusion, pt was discharged from hosp.